Event description:
It was reported when using the bd vacutainer® safety-lok blood collection set the customer had a needlestick injury during use. The following information was provided by the initial reporter. The customer stated: "the customer reported a needle stick incident occurred during the use of wingset slbcs."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the inestigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: material # 364340 lot/batch # unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since there were no pictures and the batch was unknown, (B)(4). No abnormalities in the appearance check or the functionality test that could cause malfunction of the safety shields were found. Furthermore, the release inspection records of the 5 lots were reviewed. No records of abnormalities in the appearance, the breakaway force, sustaining force or security force of the safety shields were found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok blood collection set the customer had a needlestick injury during use. The following information was provided by the initial reporter. The customer stated: "the customer reported a needle stick incident occurred during the use of wingset slbcs."